Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per the tandem user guide: "your pump is watertight to a depth of 3 feet (0.91 meters) for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time."

Event description:
It was reported that an unspecified malfunction alarm occurred. Reportedly, the pump had been in contact with water prior to the malfunction occurring. The customer reverted to manual injections for insulin therapy. Customer thinks her blood glucose level was over 500mg/dl, however, a specific blood glucose (bg) value was not provided. At the time of the report, the customer had not addressed bg level.